Event description:
Customer's daughter was using the pad when there was an incident and the pad caught fire. The product was not returned for investigation since the customer threw the pad in the trash. The user was using the pad in (B)(6). She bought the pad in USA and then took it to (B)(6). The customer did not claim any injury. The user was unable to provide a lot number, but did send a photo of the pad. Based on the photo, the product was at least 6 years old. The picture provided show that the pad caught fire. The heating pad is designed for use in USA which has a voltage of 120 volts, rather than the voltage in (B)(6) which is 230 volts. The probable cause of the incident was the voltage differential between the designed 120 volts and the 230 volts used in (B)(6). Based on the photo, the user was also misusing the pad by laying or folding it during use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds". Without the product or lot number, bce cannot make any further determinations.